Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The customer conducted troubleshooting with technical support over the phone. Technical support recommended replacing the flow sensor, and if the issue continued, to replace the oxygen solenoid. During follow up, the customer reported that the flow sensor was replaced to resolve the reported issue. The gas delivery system (gds) was returned for failure investigation. The airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that a v60 ventilator failed the air flow and oxygen (o2) accuracy tests. Reportedly, when the device was set at 0, the air flow was pout of specifications. Additionally, it was reported that when the o2 reading was set to 40, it measured 46.5. There was no patient involvement.